Manufacturer narrative:
(B)(4). Evaluation: the customer reported alarm was verified in the event history log as a check lines and bags alarm. The cause of the alarm could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unknown error during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was manufactured in 1996. The homechoice (hc) was returned and evaluated. The reported alarm was unknown, therefore, the problem could not be confirmed though the event history log. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported problem was unable to be confirmed during sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.